Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. On evaluation, the reported alarm was not duplicated during an operational check. However, the event log showed error code e-384 indicating that a large gap of pressure between the blower and air supply occurred. On inspection, the mesh of the flow sensor was dirty and was believed to be cause of the issue. The flow sensor was replaced to address the issue. Additional findings not related to the reported issue: the blower was also replaced dur to dirt observed.